Manufacturer narrative:
During inspection and testing of the device, the foreign material clogging the nozzle appeared to be white filamentous objects and dirt. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that when preparing the subject device for use during an unspecified procedure, air/water would not pass through the device smoothly. The intended procedure was completed using a similar device. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during the evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. The specific root cause of the reported event cannot be conclusively determined. Based on the results of the investigation, the cause of foreign material clogged in the nozzle was likely from one of the following: while brushing the air/water valve, the brush broke and bristles entered in the air/water nozzle. Reprocessing with using non-lint free gauze which caused the lint to enter the air/water channel and clogged in the air/water nozzle. The user may prevent the suggested event by handling the device in accordance with the instructions for use: "preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Function and inspection of the accessories for reprocessing_ channel cleaning brush (bw-20t). Inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t). Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Precleaning the endoscope and accessories. Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient. Procedure room immediately after each patient procedure. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. The channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." Olympus will continue to monitor field performance for this device.